Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 30) with multiple cartridges during the load process and basal delivery. There was no reported impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.